Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:14:40. During night drain cycle nine, the patient's ultrafiltration reading was 1574ml, indicating the home patient (hp) drained 1574ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter, and the evaluation is complete. The reported problem of an increased intra peritoneal volume (iipv) event was identified in an event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.